Event description:
A report was received that a pt was explanted of the precision system due to an infection at the pocket site. The pt's symptoms were swelling at the pocket site. The pt was given an IV antibiotic for the infection and was reportedly doing well after the procedure.